Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set used for peritoneal dialysis (pd) therapy ¿came apart¿ during patient use and the patient subsequently experienced peritonitis. It was not reported if the patient was hospitalized. The treatment, outcome of peritonitis and actions taken with pd therapy were not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.